Event description:
It was reported that during the procedure, a 3.0mm x 80mm x 150cm armada 14 balloon dilatation catheter (bdc) was advanced onto an ht command guide wire and to a lesion in the totally occluded anterior tibial vessel without resistance. During the 1st attempt to inflate the armada 14, the balloon did not inflate and a leak of contrast in the hub was noted between the hub and inflation port. The armada 14 was withdrawn from the anatomy without resistance and another armada 14 was used to successfully treat the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: ht command; inflation: bard, inc; guide catheter: terumo 5f 50mm. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed the reported leak in the hub. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and during further review found the failure mode to be within the acceptable occurrence rate for this type of leak. Abbott identified the root cause of the leak, and will implement corrective actions to prevent recurrence of this issue per site procedures.